Manufacturer narrative:
The ts data review of the final recorded episode was provided. The episode reviewed was on the date of death and started with ap-rvp/lvp for 2 beats. The subsequent three beats were bi-ventricular (bi-v) triggered and followed by a premature ventricular contraction. Right atrium pacing ceased, as the ventricular rate accelerated. After the bi-v triggered beats, the rate in the rv accelerated and appeared to be tachy in regards to the morphology on the shock channel. The rv amplitude significantly dropped after 6 beats and kept decreasing after several beats. The device then started to undersense. Through the course of the event, the device recorded 7 fast beats, either a vt-1 or vt and therefore, never entered in ventricular tachy response mode. The device resumed ra and rvp/lvp pacing while the shock channel indicated a vf morphology. There were 2 occurrences of a sensed signal in the rv that caused bi-v trigger. These were likely not capturing the heart. The ts data analysis confirmed that the device worked as programmed and designed based on settings in conjunction with the patients morphology.

Event description:
It was reported that the patient with this device passed away. A request was later sent to boston scientific for a device history review to ensure normal operation, specific to possible undersensing of ventricular fibrillation. The physical device was not expected to be returned however data has been submitted to technical services (ts) for a performance evaluation.

Manufacturer narrative:
Following review of device history, this event will be further updated.

Event description:
It was reported that the patient with this device passed away. A request was later sent to boston scientific for a device history review to ensure normal operation, specific to possible undersensing of ventricular fibrillation. The physical device is not expected to be returned however data has been submitted to technical services for a performance evaluation.